Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. On (B)(6) 2016, the patient underwent the third bt treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient was admitted to the hospital with dyspnea and cough. The patient was diagnosed with an asthma exacerbation and tested gargle positive for mycobacterium pneumonia. The patient was treated with prednisolone and nebulizers, as well as clarithromycin. On (B)(6) 2016 the patient was discharged from the hospital. The event is continuing and has not yet resolved. Per the patient's discharge summary, final ICD diagnosis or documentation on pneumonia consolidation on cxr were not reported. It appears that the organism was pcr (polmerase chain reaction) isolation via a throat test only. Baseline spirometry values: visit date: (B)(6) 2016; pre-bronchodilator; fev1: 3.33; fev1 % predicted: 101.00; fvc: 4.30; fvc % predicted: 109.00. Post-bronchodilator; fev1: 3.60; fev1 % predicted: 109.00; fvc: 4.77; fvc % predicted: 120.00.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016, the patient underwent the third bt treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient was admitted to the hospital with dyspnea and cough. The patient was diagnosed with an asthma exacerbation and tested gargle positive for mycobacterium pneumonia. The patient was treated with prednisolone and nebulizers, as well as clarithromycin. On (B)(6) 2016 the patient was discharged from the hospital. The event is continuing and has not yet resolved. Per the patient's discharge summary, final ICD diagnosis or documentation on pneumonia consolidation on cxr were not reported. It appears that the organism was pcr (polymerase chain reaction) isolation via a throat test only. Baseline spirometry values, visit date: (B)(6) 2016. (B)(6). **additional information received on 07mar2017** on (B)(6) 2016 the event was resolved.